Event description:
It was reported that prior to starting a da vinci surgical procedure, there were broken wires noted on the prograsp forceps instrument. There were no reports of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the distal end. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed at the clevis. The clevis does not exhibit any damage or wear marks. The other cables at the wrist are not damaged. No other damages found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.